Event description:
The customer reported that during monitoring, several telemetry patients went offline. There was no patient or user harm associated with this event.

Manufacturer narrative:
A product support specialist reviewed logs provided by the customer. The log review indicated that a xhibit telemetry receiver (xtr) had crashed due to bad state of quad receiver cards (qrc). The xtr self restarted in attempt to resolve the bad state and restore communication, however following the restart the xtr failed to recover network communication. After roughly one hour, the xtr restored its network connection to the rest of telemetry farm when a user had opened a xtr service tool. Cause of failure could not be identified. The product support specialist has attempted to reach out to the customer to get additional information, however at this time the customer has not responded. If additional information is made available, a follow up report will be submitted in accordance with 21 cfr 803.56.